Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had a stripped battery cap coin slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he has to tighten the battery cap on his insulin pump to prevent it from alarming failed battery test. Now he cannot remove the battery cap. He cannot remove the cap with a quarter or a screwdriver. Customer's blood glucose is 555 mg/dl. He treated with the device. Customer was advised the device needs to be replaced, and to discontinue use if the battery is low. Nothing further reported.